Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 30, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date), g4 (date received by manufacturer) , g7 (indication that this is a follow-up report), h2 (follow-up due to additional information), h6 (identification of evaluation codes 3331, 4114, 3221, 67, 4315). Method code #1: 3331 - analysis of production records, method code #2: 4114 - device not returned, results code: 3221 - no findings available, conclusions code #1: 67 - no problem detected, conclusions code #2: 4315 - cause not established. The affected sample was not returned, so a thorough investigation was not possible. The DHR review indicated that all samples tested met insufflation specifications.. All vsp550exs are 100% inspected during the manufacturing process. The most likely cause for an insufflation issue is foreign matter adhered in the tubing and/or connector. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
This event was found during a routine monthly maude database search. The description in the database is as follows; the patient undergone a CABG procedure. The saphenous vein was being harvested endoscopically with the vitruosaph plus endoscopic vein harvesting system. Physician assistant stated that the co2 being used was not going thru the terumo harvesting tool; the co2 was going thru the tubing but when connected to the actual device it would not work. It was removed and a new device was retrieved and worked. No noted harm to the patient. It is unknown if there was a delay in the procedure or if there was any blood loss. The product was changed out. Procedure completed successfully.